Event description:
Further information was received from the physician. The physician noted that the seizure was at pre-vns level. The provider was able to interrogate the patient's device and does not think its depleting prematurely. The provider noted that the increase in seizure was due to external factors and patient condition.

Manufacturer narrative:
B5, describe event or problem, corrected data: additional information inadvertently not submitted in prior supplemental report. B6, relevant tests/laboratory data, including dates, corrected data: additional information inadvertently not submitted in prior supplemental report. H6, adverse event problem codes, corrected data: corresponding type of investigation code and investigation conclusion code inadvertently not submitted in prior supplemental report.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been having a lot of breakthrough seizures. The patient's device was attempted to be interrogated, but it was unable to be found. The patient's device was reportedly depleted despite the generator not been implanted long. No surgical intervention has been reported to date. No additional relevant information has been received to date.